Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 24th of september 2015 for further investigation. During the investigation the fse adjusted the home flag and verified that the drive screw was clean and lubricated. After serval attempts to initiate a run the reported error still occurred. The fse then replaced the diluent syringe assembly, lubricated the drive screw with tri-flow and verified the correct positioning of the home flag. Daily checks were performed successfully without any errors. A quality control and patient samples run were performed and results were within range and without any errors. Instrument is functioning as intended and was released. The most probable cause for this event is the diluent syringe assembly. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4013spec. System home not found on their aia-360. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.